Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One integrity bare metal stent was implanted in patient approximately 3.5 months post used by date. There was no serious injury reported. There was no patient injury or medical/surgical intervention as a result of the event.